Event description:
The device was successfully reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, t-wave oversensing was observed. The patient will be returning to reprogram the device at the next follow-up appointment. The patient was in stable condition.